Event description:
It was reported that patient underwent uninstrumented lumbar fusion using dbm putty product. Post-operation, the patient suffered reduced usage of legs and an MRI revealed a large mass/fluid at surgical site. No further information has been received to date.

Manufacturer narrative:
No new information was received the hospital. Hospital is currently investigating mass/fluid found in MRI. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Not returned to manufacturer.